Manufacturer narrative:
Patient weight not available for reporting. Date of device breakage is not known. Device is an instrument and is not implanted/explanted. DHR review: part number: 314.463. Synthes lot number: 4259613. Release to warehouse date: 19-apr-2001. Manufactured by synthes (B)(4). No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. Customer quality (cq) conducted an investigation of the returned device. All four cruciform tips have been broken off at the base of the proximal tip, none of these pieces were returned. This device is not stripped. This complaint is confirmed. A visual inspection, drawing and device history record review were performed as part of this investigation. Dimensional analysis is not applicable at this time as the relevant pieces were not returned. All four cruciform tips have been broken off at the base of the proximal tip, none of these pieces were returned. This device is not stripped. This complaint is confirmed. Material and hardness testing is not applicable at this time as they were tested at the time of manufactured and confirmed to have no issues through the DHR review. Drawings were reviewed and were determined to be suitable for the intended design, application and dimensional conformity when used as recommended. DHR review: no ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. Whether this complaint can be replicated is not applicable because the device was returned broken. While a definitive root cause cannot be determined it is likely that the driver was over torqued which led to the device breakage. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2017, during an open reduction internal fixation (orif) of a calcaneus fracture, as the surgeon was inserting the second cannulated screw, the cannulated cruciform screwdriver appeared to be worn down. The screwdriver threads would not engage with the screw. There was a three (3) minute surgical delay to open a new set and obtain another screwdriver. The same cannulated screw was inserted using another screwdriver and the surgery was successfully completed. There were no issues with the screw. The patient was reported to be in stable condition. Investigation of the returned device revealed all four (4) cruciform tip are broken off. Concomitant devices reported: 3.0mm titanium cannulated screw long thread 38mm (402.738, lot number unknown, quantity 1). This report is for one (1) cannulated cruciform screwdriver this is report 1 of 1 for (B)(4).